Event description:
It was reported that the insulin pump beeped with a blank display. The caller noted that the display had been blank for more than 30 seconds. The customer removed and installed the battery cap back, and the insulin pump alarmed button error. The alarm was stuck upon its occurrence. The customer stated that she was sure she had not pressed the buttons for longer than 3 minutes. The caller noted that the time did advance, but the arrow keypads did not work. The caller stated that the display was lighted. The customer's blood glucose was 6.0 mmol/l. She advised that she had a back-up plan to use an older insulin pump.

Manufacturer narrative:
All buttons functioned properly. No damage was noted on the keypad assembly. No stuck button alarm noted during testing. No unlocked keypad connector during visual inspection. The pump was received with normal sleeping current. The pump was monitored for several days and no blank display was noted. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.